Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Weight is estimated, reported as (B)(4). Guide cath: 6 fr launcher; dilatation catheter: 2.5x12 trek. Difficulty removing the balloon catheter from the guiding catheter (gc) prior to inflation, causing resistance between the two devices may be due to factors including, but not limited to, damage to the balloon, kinks, bends, obstructions in the gc lumen, damage to the gc or an interaction with the patient anatomy. In this case, there was no report of any damage observed to the device during inspection prior to use, which may suggest that a product deficiency did not contribute to the reported difficulties. As it was discarded by the account, the product was not returned for analysis and may have assisted in the investigation. The gc used during the procedure was also not returned, which may have further aided the investigation. However, since no resistance was initially reported during advancement of the first trek (2.5x12) to the lesion, this suggests that the clearance between the balloon and the gc was reduced once the second trek (3.0x12) was advanced, thereby contributing to the reported resistance noted during the procedure. This interaction likely caused both balloons to become twisted during an attempt to advance/remove the catheters under such resistance. It is also possible that the size of the gc chosen may have not been adequate enough for the use of both devices within the gc at the same time. The reported delay in the procedure/additional therapy/non-surgical treatment appears to be a secondary effect of the reported difficulty as both trek catheters had to be exchanged for new balloons to complete the procedure. Additional information received from the account stated that the device was prepared inside the body. It was also noted that the balloon was not soaked prior to use. It should be noted the instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. The IFU further cautions: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. In this case, the failure to prep the device per the IFU likely did not contribute to the reported complaint; therefore, a follow-up letter is not required. A review of the device lot history record did not reveal any non-conforming material reports issues associated with this lot that would have contributed to this event. A query of the complaint-handling database was performed and there have been no other incidents reported from this lot. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks online during the manufacturing process. A sampling of units is also destructively tested to verify product quality. The other trek rx is being filed under a separate MFR number.

Event description:
It was reported that during the procedure using a right radial approach through a 6 fr sheath to the bifurcation of the left anterior descending and diagonal lesion, a 2.50 mm x 12 mm trek and a 3.0 mm x 12 mm trek balloon were used. The 2.5 mm x 12 mm trek reached the diagonal lesion, however, while advancing the 3.0 mm x 12 mm trek on a separate guide wire, resistance was met inside the guide catheter and the trek became stuck. It was reported that both trek devices were difficult to remove from the guide catheter (6 fr sheath). Upon removal it was noted that both trek balloons were twisted. Reportedly, the trek devices were flushed during preparation but were not soaked to activate the coating. A non-abbott balloon was used to complete the procedure. Although a delay was reported to exchange the balloons, there was no reported adverse patient effect. There was no additional information provided.